Event description:
It was reported, during the implant procedure that the lead was not used as the helix was extended. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed that the helix was stretched out of specification. The helix was bent/distorted and the defib conductor was distorted.